Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17911592 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the change from the ¿mainbody¿ to the ipsilateral limb, the valve of the ¿mainbody sheath¿ of a 26mm aortic bifurcate stent graft system got separated and the valve got stuck on the limb. There was no reported patient injury. The device was stored as per labelling. This was an elective procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. An unknown 5f pitgtail diagnostic catheter was used. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was post-dilated after implantation. The bifurcate and limb prosthesis fully expanded and apposed to the vessel walls after post-dilation. Thrombus was not noted post deployment. There were no peri/post procedural complications. There was no resistance met during delivery system withdrawal. The device was removed successfully without any additional procedures. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 during the change from the ¿mainbody¿ to the ipsilateral limb, the valve of the ¿mainbody sheath¿ of a 26mm aortic bifurcate stent graft system got separated and the valve got stuck on the limb. There was no reported patient injury. The device was stored as per labelling. This was an elective procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen. There was no difficulty encountered flushing the prosthesis lumen. An unknown 5f pigtail diagnostic catheter was used. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was post-dilated after implantation. The bifurcate and limb prosthesis fully expanded and apposed to the vessel walls after post-dilation. Thrombus was not noted post deployment. There were no peri/post procedural complications. There was no resistance met during delivery system withdrawal. The device was removed successfully without any additional procedures. The product was returned or analysis. One non-sterile aaa incraft aortic bifurcate 26mm was received for analysis inside a plastic bag. Per visual analysis, the distal section of the aortic bifurcate was observed shaft kinked at 14.0 cm, at 29.1 cm, and at 37.6 cm from the distal tip. Since it was reported that the aortic bifurcate stent graft system got separated and the valve got stuck on the limb, the unit was thoroughly inspected looking for any separated component. No separated component found. The hemostasis valve was received properly affixed in place. Neither separated edges, nor broken, elongated, or cut that could cause the reported hemostasis valve separated was observed. A product history record (phr) review of lot 17911592 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sheath/hemostasis valve-bifurcate-separated¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined during analysis. Based on the information available for review, no separated component was found during analysis. As the kinks described were not mentioned in the event description it can be assumed they occurred during post-op handling and shipping for analysis. According to the safety information in the instructions for use ¿the use of the incraft® aaa stent-graft system requires that physicians be specially trained in endovascular abdominal aortic aneurysm repair techniques, including experience with high resolution fluoroscopy and radiation safety. Cordis corporation will provide training specific to the incraft® aaa stent-graft system. Take care to maintain the sterility of the product during preparation. Do not bend, kink, or otherwise alter delivery system prior to implantation because it may cause deployment difficulties. Caution: prior to deployment ensure that the sheath hemostasis valve screw cap is secure. Caution: if upon removal of the aortic bifurcate prosthesis delivery system excessive bleeding is seen through the valve, reposition the tip of the delivery system into the valve until the ipsilateral iliac limb prosthesis delivery system is inserted.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.